Event description:
It was reported that a micron extension set leaked from the bottom of the filter at the junction of the tubing and the filter. This event was observed during patient use and did cause patient exposure to the chemotherapeutic product being infused. There was patient involvement, but there was no report of patient injury, adverse reaction, or medical intervention necessary in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.